Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-602a-2140: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 57,616 joules of use and 12:36 minutes, it was noted that the energy output was low and the fiber could not be rotated. The fiber was exchanged and at 73,718 joules of use and 11:21 minutes, the same issue was observed on the second fiber. The fiber was exchanged and at 38,375 joules of use and 5:02 minutes, the same issue was observed on the third fiber. The fiber was exchanged and the procedure was completed with the fourth fiber. Patient outcome: "good results" reported. This report is for the third fiber.